Event description:
Patient reported that they were trying to administer a correction bolus but the app was not letting them. Patient stated they saw a message displayed that said, "bolus will not be delivered". Patient switched to manual mode and the app still did not allow for a bolus. Blood glucose levels were reported to be 267 mg/dl. Patient also reported that the cannula did not look normal.

Manufacturer narrative:
Physical device was not received for analysis. The case description alleges that the user is trying to get a correction bolus but the system is preventing a bolus from being delivered due to prompting a bolus expiration message. Cloud data indicating that a pod with a sequence number matching the complaint device was activated at 16:12 on (B)(6) 2026 and was deactivated on (B)(6) 2026. Patient history buffer indicated several instances of user-initiated boluses delivering to completion, with the pulses delivered count incrementing as expected. Cloud data indicated that the user was able to transition the device between automated to manual mode to deliver correction boluses. When operating in automated mode, the algorithm functioned as intended to adapt microbolus delivery in response to changes in estimated glucose values. Without user-initiated log data, it could not be determined if the system had prompted any bolus expiration messages during operation. The cause of the reported event could not be conclusively determined. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios: omnipod software app version: 2.1.0, operating system: 26.3, hardware: iphone14.5, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.